Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the speaking was not working correctly, "could barely hear the alarm." There was patient involvement but no harm. Although requested, the customer was unable to provide specific details regarding the event.

Event description:
It was reported that the speaking was not working correctly, "could barely hear the alarm." There was patient involvement but no harm. Although requested, the customer was unable to provide specific details regarding the event.

Manufacturer narrative:
Correction: PMA / 510(k)#. Annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a07, annex g: g02033, annex b: b01, b14, annex c: c02, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a ¿speaking was not working correctly¿ was confirmed during laboratory testing. No obvious issues or anomalies were observed with the returned device related to the reported complaint during the external and internal inspection of the suspect pcu. The results of sound testing identified the volume of the main speaker out of specification. After a temporary replacement of the speaker assembly for testing purposes only; an alarm sound testing was performed to confirm that the issue was resolved. It was confirmed that the device was working properly. A review of pcu error showed no errors related to the reported issues. No infusions were recorded the day of the reported event per the bd alaris¿ system with guardrails user manual (v12.3.1) states fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked, broken or other damage. Do not use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported ¿speaking was not working correctly¿ is being attributed to a malfunctioning speaker assembly.